Event description:
It was reported that a homechoice (hc) device was unable to power up and was emitting a burning odor. The issue was noticed before automated peritoneal dialysis (apd) therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned to baxter and the evaluation is complete. A review of the event log was performed and revealed no indication of the reported issue. An internal/external inspection was performed and did not reveal any evidence of the reported condition. Functional and electrical testing was performed and the device passed. A service history review showed no failures/problems that were the same as, or similar to, the reported issue. In addition, there was no indication that the parts replaced during servicing caused or contributed to the reported issue. The reported problem could not be identified or duplicated during evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.